Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) latched and the door could not be opened. A field service engineer (fse) replaced the faulty latch and conducted extensive testing within the pyxis application. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had remote manager failed and unable to open the door. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.